Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the patient experienced volume discrepancies in his refills. It was detailed that at refills there were volume discrepancies identified during refills as they looked at the expected versus measured volume as diagnostics/troubleshooting performed. It was indicated that surgical intervention of surgery to replace the pump occurred to resolve the issue. It was unknown if there were any factors that may have led or contributed to the issue. It was reported that the patient status at the time of the report was "alive - no injury." Additional information was received on 2016-oct-13. It was noted that the patient had felt lack of efficacy and that the actual volume difference or cause was unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.